Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identify, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process of non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2010. The revision surgery was performed due to hip dislocation. The surgeon performed the revision surgery by replacing the original omni hip stem, neck, and femoral head with non-omni product. The original cup was not omni's and was replaced at the time of revision with another non-omni acetabular cup.